Manufacturer narrative:
Concomitant products: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type programmer, patient; product ID 748966, serial# (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3487a-33, lot# j0455442v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported the patient experienced a shocking/jolting sensation. It was reported the patient programmer (pp) was not turning on. When the patient ¿turned it on after the light went off to get it working but it was doing a double beep like when it was turned off.¿ it was ¿kind of shocking the patient in the head over there¿ and it shocked the patient the morning of the current report. The shocking feeling had been happening for the past week. The patient reportedly put new batteries in the pp and figured it was the pp. It reportedly helped the patient¿s headaches, but now the patient had to take pain pills for the last few weeks. The patient reportedly stated ¿maybe I need a new battery.¿ additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.